Manufacturer narrative:
The reporter's strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 ¿ 3.7 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 1:50 pm, the meter result was 1.9 inr. At 3:00 pm, the laboratory result was 2.7 inr. The therapeutic range was 2.0-3.0 inr.